Event description:
It was reported the patient had a loss of therapeutic effect. It was reported that for the past month, the stimulation was not "masking the pain like it used to". It was reported the stimulation was not helping her pain and that the patient felt like she did before the device was implanted. It was reported the patient could hardly walk and could not work. It was reported the patient could still feel the stimulation so she knew it was working but it was just not helping her pain. It was reported the patient could feel the stimulation going down both of her legs but it was not helping the pain in her lower back or "rear end". It was reported the patient had a couple falls before the pain started. It was noted the patient fell down her steps and landed on her knees. The patient was recommended to contact their hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).